Event description:
23 week preemie who had right femoral broviac line placed at another hosp for nutrition. This pt arrived at reporting hosp with abdominal distention and abdominal erythema and progressed to respiratory distress and shock. Exploratory surgery noted tpn in abdominal cavity. Dye study into catheter revealed a significant leak and catheter removed. Catheter eroded vena cava and bled. Pt has gradually improved since that time without apparent damage to gut.